Manufacturer narrative:
Conclusion: unavailable for follow up.the complaint was reviewed and analysis showed no trend for (B)(4) lot no: 06347192. The device history record was reviewed. The product was not returned. Product not available for evaluation. Incomplete information.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00180, 00181.

Event description:
Allegedly revised due to wear and osteolysis.